Event description:
Customer reported frequent battery changes, condensation inside of the display screen and unexplained no delivery alarms. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.